Event description:
A report was received that the patient had an infection at the pocket site. It was noted that discharge was coming from the ipg pocket and wound pain was worsening. The physician confirmed that the infection was not procedure related and that it was caused by a residual wound vac sponge at the incision site. The patient was prescribed with antibiotics and the pocket site was cleaned.